Manufacturer narrative:
H10 h3, h6: the ups was intended for use in treatment and the ups failed the insulation resistance testing performed by the hospital staff. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. The device was returned and investigated. An electrical safety analyzer was used to measure insulation resistance of the returned ups. A voltage was applied at 250vdc and 500vdc respectively between shorted line/neutral and physical earth connections. The resulting measurements for both voltages were 1.0m ohms, which is acceptable. There was no problem with the device.

Event description:
It was reported that the internal power error during startup prior to the case was displayed. The balance led was red. The system was plugged in overnight. After rebooting with the fan connected, the same error occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.